Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a hematoma at the ipg site that was removed on (B)(6) 2017. Cultures were taken due to the patient's wound not healing accordingly. The results came back positive for serratia marcescens (infection) at the ipg site. In turn, the patient's scs system was explanted. The patient was given oral antibiotics to address the infection but the antibiotics were non-beneficial. As a result, the patient may undergo treatment from an infectious disease physician.

Event description:
Follow-up revealed the patient's issue is believed to have resolved due to the patient being implanted with a replacement scs system on (B)(6) 2017.